Event description:
The info provided stated that during penetration of the drainage, the wire guide separated. The physician was unable to proceed with the procedure. The procedure ended with the wire guide inside the pt. When they extracted the drainage, they extracted the wire guide too.

Manufacturer narrative:
Only the wire guide was returned to assist in our investigation during our examination, it was noted that the end of the wire guide has unraveled. Unfortunately, it is not possible from an examination of the returned device to determine exactly what the root cause of the failure was; although, it is possible the device was damaged by the needle or other instrument/device. It is also possible that due to tortuous anatomy, the force required to withdraw the device exceeded its design strength. We can advise this device is inspected 100%, prior to transport. We will continue to monitor this device.